Event description:
It was reported that the pump battery was depleting quickly. Additionally, the customer experienced difficulty charging the pump due to an issue with the usb port. There was no reported impact to the customer¿s blood glucose. No additional information was provided. Reportedly, the customer declined troubleshooting with tandem technical support.